Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a pocket of fluid at the lead incision site, which led to an infection. The patient is being treated with IV antibiotics for 6-8 weeks. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-indicated that the patient is working through the programs to receive effective therapy.